Event description:
The pump's driver arms were not working properly. It was stated that the forward arim is tight and takes more force to place in the locked position. The customer informed that their bgs were going high for a while ever since they started having the driver arms issues.